Event description:
It was reported the stretcher is intermittently lowering in an abrupt manner approximately 4-6 inches. There were no adverse events or injuries associated with the reported issue. The stretcher was returned to the manufacturer for a visual and functional evaluation. The reported issue could not be duplicated; however, due to the reported intermittent occurrence, the actuator was replaced as a preventive measure.